Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2 and conclusions in h11 were updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for central regurgitation and stenosis were confirmed based on the medical record provided. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Additionally, per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the patient had vast comorbidities (e.g. Previous aortic stenosis, hyperlipidemia, hypertension, etc.), which are known factors that may increase the risk of early valve degeneration, leading to stenosis with central regurgitation as reported. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by implant patient registry through receipt of an implant data card, approximately 4 years and 5 months post transfemoral tavr procedure with a 23 mm sapien 3 ultra valve, the patient's valve was explanted and replaced with a surgical valve. Per medical records received, the patient presented with heart failure symptoms. Subsequent workup revealed prosthetic aortic valve stenosis, mitral stenosis and severe tricuspid regurgitation. A transthoracic echocardiogram performed revealed that the sapien 3 ultra valve had an aortic mean gradient of 31 mmhg, aortic valve area of 0.6 cm2, and mild aortic regurgitation. Approximately 4 years and 6 months post implant the patient underwent explant of the sapien 3 ultra valve and replacement with a 23mm inspiris resilia, aortic root enlargement, removal of mitral clip, mitral valve replacement with a 29mm mitris resilia, and saphenous vein graft (svg) to the right coronary artery (rca). The operative report noted that the sapien 3 ultra valve was stenotic and had moderate to severe aortic valve insufficiency. At the end of the procedure, there were multiple difficulties coming off bypass and with the right ventricle, and it was elected to perform va ECMO. Post implant transcatheter mean gradients across the new aortic valve was 3mmhg with no paravalvular leak. The patient was brought back to the ICU in guarded condition.